Event description:
A patient who underwent a low anterior resection procedure with anastomosis created with the car device due to low rectal cancer, returned on pod 4 with ischemic distal colon. Re-operation was conducted and the initial anastomosis with the device was found to be intact with no leakage, no abscess and no perforation. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned to the manufacturer; however, the production history files were reviewed, indicating that the device was released according to the product specifications. The outcome is most probably procedure rather than device related, since during the re-operation, it was found that the anastomotic area of the initial operation is completely intact while the distal portion of the colon had become ischemic. It should be noted that the patient is known to be a heavy smoker which might contribute an additional risk factor to such ischemic event. Indeed, the surgeon define the event as non-device related.